Event description:
Reporter alleged discrepant blood glucose values of 325 mg/dl back to back with a result of 152 mg/dl when testing was performed 10 minutes apart on the active system. Reporter stated customer was experiencing hypoglycemic symptoms during the time of testing. Reporter indicated customer obtained another reading on the system 1/2 hour later of 235 mg/dl and then self treated with 3 units of rapid insulin based on the result. No associated injury was reported. No other actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.